Manufacturer narrative:
A MFR's rep offered to have the pump returned for eval, but the customer refused. A replacement pump was sent out to the customer. As no product was released for further eval, no definitive conclusion regarding the reported complaint can be reached. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported that, as she was pumping, the pump stopped working and started to smoke.